Manufacturer narrative:
The device was further evaluated by ventec, where the reported issue of it rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable was not fully seated to the ift. Ventec plugged in the ift cable to the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be that the ift cable was not fully seated to the ift.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was rebooting by itself. There were no reports of patient use associated with the reported issue.